Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   Correction to d9. Changing from 26-dec-2023 to 26-nov-2023. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the failure of the lamp occurred due to faulty convertor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue occured in preparation for use for an unspecified procedure that was completed using a similar device.

Event description:
The customer reported to olympus that, the light source had a lamp that does not light. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the lamp does not light. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.